Event description:
Same case as MFR report# 2134265-2009-01076. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. During preparation, outside of the pt, when the 1.25mm rotablator rotalink plus rotational speed was adjusted, the rotawire ex support guide wire fractured and separated. The procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "no problem".